Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a gore-tex® suture was used in the av graft surgery. During the procedure, the physician noticed the suture split. The suture was discarded and the procedure was completed using another suture. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The gore-tex® suture instructions for use (IFU) warns that broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.